Manufacturer narrative:
The reason for this revision surgery was instability after 11 years and nine months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been no prior complaints against this part number. This is the first complaint from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was showing to have instability. After further examination, the surgeon decided the best course was to go with a larger ceramic head than before to help make the hip more stabilized.